Event description:
Patient fell and ceramic liner cracked.

Manufacturer narrative:
Surgeon uses stem that has not been evaluated for compatibility with exactech products. The device history record review provides assurance the part was accepted with conformance to the product requirements.